Manufacturer narrative:
(B)(4). A sealed box and an opened box with unopened samples of product code mpe7930h, lot # mbq350 were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force did not meet with the minimum average requirement. Due to the average did to meet with the requirements the rest of the samples were test by tensile strength. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found, however; the functional test by tensile strength did not meet with the finished goods requirements.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/08/2020. Corrected h3 investigation summary: a sealed box and an opened box with unopened samples of product code mpe7930h, lot # mbq350 were returned for analysis. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force meet with the minimum individual requirement; however, the samples did not meet with the minimum average requirement. Due to the average did to meet with the requirements the rest of the samples were test by tensile strength. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found, however; the functional test by tensile strength minimum average did not meet with the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mbq350, and no non-conformances related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke during use. There were no adverse patient consequences reported.